Event description:
The facility representative contacted baxter to report an infusor pump that alarms. The event occurred during biomedical service. During infusion, the pump starts alarming. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received for evaluation. A follow-up medwatch report will be submitted if the device is received for evaluation or if additional information becomes available.this medwatch was initially submitted on date 26 july 2010 and did not pass, this medwatch will be resubmitted on 28 july 2010.

Manufacturer narrative:
(B)(4).the device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was a broken reed switch. The reed switch has been replaced. A follow-up report will be submitted if additional information becomes available.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited low impedance measurements and loss of capture. The decision was made to surgically abandon both leads and explant the device now to avoid a future surgery. An entirely new system was implanted on the patient's right side. To date, there have been no adverse patient effects reported.